Event description:
Rt was attempting to place an a-line in pt. On (B)(6) 2019 @ 0230. Rt was using ultrasound with a trained rn for patient safety. After ultrasound entrance into the right radial artery rt threaded the guidewire and began to insert the arterial catheter. About ¾ of the way in, rt experienced resistance so rt stopped and attempted to pull back on the guidewire. The guidewire would not come out so rt tried to gently pull back on the guidewire. The guidewire would not come out so rt tried to gently pull the catheter back with resistance and nothing happening. Rn called charge rn and we noticed that ¼ of the catheter was on the top of the guidewire and the other ¾ was still on the guidewire in the patient. Rt noticed a very small piece of the catheter was sticking out from the skin so rt took hemostats and gently pulled the guidewire and the catheter out at the same time. Rt noticed that the guide wire was bent and that the catheter was bunched at the end of the guidewire. (The guidewire and catheter were both straight and intact at the beginning and examined before use by rt). FDA safety report ID # (B)(4).